Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. The customer¿s blood glucose level was not impacted.